Event description:
The operating room was being prepped for a sterile surgical procedure. When a sterile pack of x-ray detectable sponges were being opened the surgical technologist saw debris within one of the 4x4 sponges. The sponges were not moved to the sterile field- they were moved out of the operating room and discarded.